Event description:
Related manufacturer reference number: 2017865-2021-18497 it was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead and implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. R-wave amplitude variation was also noted. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited post-sensed t-wave over-sensing. R-wave amplitude variation was also noted. No intervention was performed. There were no patient consequences.